Event description:
It was reported to philips that the system's footswitch pedals were sticking, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used for coronary angiography diagnosis, and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system on site and found footswitch was actuating and sticking. The cause of the wired footswitch failure could not be conclusively determined by the supplier's part analysis, however the replacement of the wired footswitch by the field service engineer has resolved the reported issue. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If a footswitch failure occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the footswitch failure issue may be resolved, allowing for continuation and completion of the procedure. A footswitch failure can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.